Event description:
Rec'd information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer did not know if their blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A follow up supplemental report will be submitted if the device has been rec'd.